Event description:
In 2009, the patient reported that last night she began to have elevated blood glucose readings. She said she received an error message on her insulin infusion device but did not remember what it was. She said she confirmed the error and changed her headset, tubing and cartridge. She said she treated her readings by bolusing 5 units of insulin. She said, she checked her blood glucose just prior to the report and it was 399 mg/dl. Symptoms are feeling hot, and she has not treated her reading. To troubleshoot, the patient was instructed to check her device history and found the error was an e4 (occlusion) and her bolus was cancelled. She stated it is wet where her infusion headset is located. She was advised that insulin may not be being absorbed at that site and was advised to change her site location. Infusion site management was advised to change her site location. Infusion site management was discussed with the patient. A courtesy infusion set insertion device and a guide to infusion site management were sent to the patient. She stated, she found air bubbles in her tubing this morning which she primed out. During the report, she noticed more air bubbles in the tubing and primed them out. On follow up with the patient in 2009, she stated her blood glucose has returned to her target range and her infusion sets are working. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.